Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned was no report event. Failure event observed during analysis. As received, a partial lead distal portion was returned in one piece. Visual examination on the lead found a full breached insulation degradation in the distal region.